Event description:
The subject device was used during a laparoscopic colectomy. The end of the procedure, abnormal noise occurred, and the surgeon found the ptfe pad of the device was separated. The procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed wit no irregularities. Based on one similar cases with the same model, it is known that by continuously activating output without grasping anything the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the issue already cut.